Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the screen was black and the device was not turning on. The field service engineer found that drawer number four in the main unit had a faulty board with a reading of less than 0.5 ohms. After replacing the drawer board, the leds on the pyxibus bus module controller illuminated upon power up. Following the repair, the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was black and the device was not turning on. The device was also showing as offline in remote smart services (rss). The customer attempted troubleshooting by rebooting the station; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.